Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device could not be interrogated during a scheduled 6 month follow up visit. Premature battery depletion was suspected. The patient indicated having heard an alert 3 months ago as well as the month before. The device was explanted. No patient complications have been reported as a result of this event.